Event description:
The customer alleged that the pump did not deliver enough insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. There was no adverse impact to the customer¿s blood glucose and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.